Event description:
It was reported that a spectrum infusion pump alarmed system error 322. It was also reported that there was no pt involvement.

Manufacturer narrative:
Manufacturer ref: (B)(4). The device was not returned to baxter for eval, and therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.